Event description:
During the initial implant procedure, there was decreased, out of range pacing impedance noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. The visual inspection found a bent outer coil with damaged inner insulation at the proximal region of the lead consistent with procedural damage. The cause of the reported event was due to procedural damage.